Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The representative indicated the communications error was due to a customer error during the shut down process. The system was tested with no apparent software or power issues identified, and was found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communications error message. No patient injury was reported.